Manufacturer narrative:
B5-additional information: the initial lens was implanted (B)(6) 2021. On (B)(6) 2021 the lens was explanted and replaced with a longer lens due to low vault and lens rotation. After the replacement lens was implanted, unaided va is 6/6 and vault is 200. The cause of the event is reported as user error, "lens too short, exchange for different diopter, sizing issues." Claim# (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vticm5_12.1 implantable collamer lens, -11.0/+1.0/091 (sphere/cylinder/axis) into the patient's right eye (od). On (B)(6) 2021 the lens was explanted. Attempts to obtain additional information have not been successful.

Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4).